Event description:
The patient stated that the v-go device would come off after a few hours of applying it. The patient could not provide an exact date of when it happened. The v-go devices are not available for collection. I advised the patient that we would send samples of the cavilon barrier wipes.